Event description:
Information received with return of the explanted device notes premature recommended replacement time (rrt). The patient complained of no rate response while walking on his treadmill. When seen at the clinic, the device interrogated in ddd mode, not dddr and the printout indicated rrt. The patient's underlying rate was reported to be <30 bpm. The patient was admitted to the hospital for device replacement.